Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and fifteen days of post deployment, patient presented to the emergency department with the complaints of shortness of breath. Three days later, patient was diagnosed to have recurrent bilateral pulmonary embolism. Four months later, a computed tomography of abdomen was performed for filter evaluation. The study showed that filter in the inferior vena cava was in similar position compared to the prior study. Filter was tilted slightly to the right and the patency of inferior vena cava and iliac veins was not assessed. Seven months of post deployment, patient presented with the complaints of chest pain. A computed tomography angiogram of chest was performed which showed no evidence of pulmonary embolism. Therefore, the investigation is inconclusive for filter tilt since the medical records allege that " filter was tilted slightly to the right". Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to total abdominal hysterectomy. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.